Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was having a left knee revision done due to anterior knee pain and what appeared to be femoral loosening of an attune knee implant per the doctor. Primary knee was done several years ago in a different city per the doctor. Patient could not flex the knee beyond 85 degrees pre-op. The doctor decided to remove all of the current implants and replace them with revision components. Patient consequence? No. Action taken for procedure: attune knee implants were being removed and revision knee components went back in. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.